Manufacturer narrative:
(B)(4). Report of balloon rupture was confirmed. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without leaks or occlusion. No other visual damage or other abnormalities were found. Further assessment is being conducted. When the assessment is complete, a supplemental will be submitted.

Event description:
Edwards received information that the balloon lost volume during a mitral valve repair procedure and had to be re-inflated several times to maintain a good pressure. The drop in the pressure appeared rapidly, right after the first inflation. Initial volume was 25 cc, and approximately additional 10 cc were added during the procedure. There was no repositioning of the device. The balloon rupture and procedure was completed with a beating heart. It was reported that device was tested before insertion and no leaks were found. Length of the procedure: clampage time: 45 mins, cec time: 135 mins. No patient injury was reported. It was reported by the surgeon that the reason to add more liquid was the loss of pressure inside the balloon. ¿there was no apparent loss of occlusion but the drop in the pressure appeared right after the first inflation. The pressure drop is an event you can see gradually during the case and it's something I'm used to deal with. This event is different because the pressure drop appeared rapidly in the case, and from experience, if you wait to see a loss of occlusion before adding volume to the balloon, you will lose completely your occlusion before you can do anything. For me, this rapid loss of pressure in the balloon is a sign of impending rupture and, my explanation and line of thinking is that by adding volume to the balloon you maintain temporarily your aortic occlusion by pushing the site of rupture against the wall of the aorta and maintaining your occlusion.¿

Manufacturer narrative:
According to the IFU, "a typical initial balloon pressure is between 300 to 400 mmhg. Balloon pressure should not be used as an indicator of occlusion, but only as a reference for balloon functionality." Additionally, the IFU warns, "do not exceed maximum inflation volume of 40 ml as balloon burst may occur¿do not add volume to the balloon based on a gradual balloon pressure drop as bursting of the balloon can occur. A gradual balloon pressure drop is normal, due to material relaxation of the balloon, and does not indicate loss of occlusion in the aorta." As reported, the physician added approximately 10 cc to the balloon during the procedure due to a rapid drop in balloon pressure, which the IFU warns against. However, the root cause cannot be confirmed at this time.

Manufacturer narrative:
The device history record review was completed and this device passed all manufacturing and sterilization inspections.